Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that when implanting the stem, it sat proud. The correct broaching technique was used at the time the event occurred. The procedure was completed with another stem without consequence. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Visual examination of the returned product identified scratches were noted on the distal stem from attempted implant. Neck showed nicks and gouges from attempted implant and extraction effort. No other damage was noted. The dimensions measured were confirmed to be within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No problem was found with the returned device. The dimensions were found to be within specification and conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.